Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "this pr is triggered by follow-up information to (B)(4). Some added information to pass on to the investigation team. We had visited the site today to witness an actual blood collection to rule out an issue with technique etc, which we have. I further used a needle, syringe and blood transfer device to see the filling of the tubes and can confirm that the tubes do not fill to the nominal fill line. Most tubes only filled half way to the line and stopped. Further to this, I had filled other tubes (4ml, as that is what they had available) and these filled correctly. I did take into account the viscosity difference between blood and water, and there does seem to be an issue with the vacuum in the 2ml tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limit based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode.